Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, damage to the stent was noted. After unpacking the taxus express2 2.75 x28 mm drug eluting stent from the sterile bag, the physician found the strut of the stent had "cocked", and the device could not be used. The procedure was completed with another taxus express2 stent, same size. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.